Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site and event city full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) balloon rupture draws blood into the device. No health problems to patient.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Due to the balloon rupture, blood entered/leaked into these iabp units and alarms were generated, not malfunction of this iabp unit. The fse replaced the pneumatic module assembly. Inspection based on the service manual showed good results.

Event description:
N/a